Event description:
It was reported that the insulin pump had a crack in the battery cap and that a chunk of the plastic was missing, which kept the battery from staying in the device. The blood glucose reading was 140 mg/dl. The caller stated that the physical damage to the device was a crack on the battery compartment. Advised the discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump received with broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked display window corner and minor scratches on lcd window. The insulin pump received without the original battery cap and unable to inspect for damaged battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.